Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that a male patient successfully underwent treatment on (B)(6), 2007, with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). During a postoperative visit on (B)(6), 2007, the subject was found to have symptoms of increased urinary frequency and dysuria. The patient was treated with a course of levaquin and pyridium for possible prostatitis. Three months after the visit of (B)(6), 2007, the patient was fine and symptom free.